Event description:
Reporter called to report a pt incident at the hospital. Risk manager, reported phospholipids infusing on a pt. User reported device programmed correctly, and infused faster than the allotted time. No pt harm or medical intervention required. Risk manager would not provide any other details. Requested device for failure investigation. If device received and when investigation completed, will send a f/u report.

Manufacturer narrative:
Pt info requested and all available info is included.